Event description:
It was reported that the patient had initial success with ams 800 artificial urinary sphincter (aus), and stated that he went from using 10 pads to 3 pads daily. He wanted even better outcome so the existing aus cuff was removed and a new cm cuff was placed at the bulbous urethra using perineal approach . No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.